Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8702367. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's lead was fractured. Surgical intervention was undertaken on (B)(6) 2025 during which the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had high impedances on one of the leads, preventing patient from entering MRI mode. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.